Event description:
Customer states: prior to use on a pt a nurse found the tracheal cuff was inflated normally but had a difficulty in the deflation. There was no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.